Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) device's counterpulsation pressure was below the limit, preventing counterpulsation. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 initial reporter name, e3, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival fse confirmed failure to start the inflator, as reported by the customer, and the airbag cannot inflate properly. The customer has not confirmed further repairs and no service report is available. No spare parts have been replaced. The customer refused the repair.